Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient felt stimulation down both lower extremities and low back. It intermittently felt like the intensity seemed greater and was not comfortable. The stimulation ¿ bursts were quicker¿ ¿ the stimulation would come and go suddenly like ¿intense buzzing¿. The patient liked the previous week¿s settings better. The patient was reprogrammed. The outcome of the event was unknown. No further patient complications were reported as a result of this event.